Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The reported complaint was able to be confirmed by the photo. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the first five staples were observed to be severely misaligned. The stapler was returned with 34 staples remaining in the cover block, indicating that at least 1 staple had been fired. A gap was present in the staples and the remaining staples were stuck in place. The trigger was returned partially engaged. There was no evidence of biological material present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon engagement of the trigger, no staples fired. The stapler was disassembled. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from firing correctly. The source of the staple misalignment could not be conc lusively determined. A non-conformance was previously opened to address the issue of misfire/jamming in wide visistat staplers. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the front staples were observed to be severely misaligned. Upon functional inspection, no staples fired. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing properly. The source of the staple misalignment could not be conclusively determined. A device history record review was performed, and no relevant findings were identified. A non-conformance was previously opened to address the issue of misfire/jamming in wide visistat staplers. Teleflex will continue to monitor and trend on complaints of this nature.